Event description:
It was reported that asymptomatic patient presented in hospital for routine generator replacement. Upon fluoroscopy, there were externalized conductors noted on the right ventricular lead. Upon interrogation, all electrical measurements were normal and no other anomalies were detected. The clinician has postponed the generator replacement until a decision is made to extract or cap the lead. The patient was stable during interrogation and remains asymptomatic.